Manufacturer narrative:
(B)(4). The device (s) has been rec'd and an eval is pending. A f/u report will be submitted once the investigation has been completed.

Event description:
Rptr requested a log review and eval for a suspected over infusion of insulin. The report is for one of two possible modules that was used for the insulin infusion, customer was not certain which module was involved. Event details were reported as follows: pt was placed on an insulin drip of 100 units in 100ml. Intended programming was 1 unit per hr, rate was verified by two nurses. Rec'd a call from operating room stating the drip was running at 40 units per hr. The pt required extra lab work and was given concentrated dextrose (d-50) for hypoglycemia. Surgery was delayed but there was not transfer to a higher level of care.